Event description:
Experiencing a vast majority, if not all of the breast implant illness symptoms recently listed and recognized by the FDA years after my saline implant breast augmentation, done under the muscle. It's tough to truly say how it all happened, as fuzzy or foggy memory or brain is one of the symptoms and characters listed as an adverse effect. Years later post op noticing differences that started with lack of energy, pain associated with nerve burning and pinching and shower to heal as well as depression etc., symptoms continued years on until current time today with even added symptoms that I deal with on a daily basis and has become apart of my life and trying to cope and adjust accordingly. As stated on the beginning of this explanation, I have probably 95 plus, if not all and the bii symptoms recently put out by the FDA that I referenced from my local news channels website. I've had suspicions for quite some time but now that this is becoming as acknowledged and recognized concern and health risk and raising awareness and due to that matched with the level of symptoms I've been having for quite some time, I now will better use resources to hopefully get some sort of testing done to better conclude answers and provide a better peace of mind hopefully now that this is a conversation at the table and growing in awareness that first started with suffering pts to now being recognized at the superior level of the FDA to surgeons as it needs to be and should be to properly further assess. Also, I do have pictures that are of my breast and what actually appears to be random discoloration that appears, implant displacement and even affecting the sternum area etc., what appears on the outside doesn't appear to be normal, I can only hope worse isn't happening on the inside. If you would like me to further send the pics, I have no problem with that for medical purposes etc, but due to the profanity of the matter and it being so personal, I will only send them upon request (not sure if that content is allowed on attached photo or who exactly goes over the photos as they are a very private matter as I'm sure everyone can understand). FDA safety report ID# (B)(4).